Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/7/2023, it was reported by a sales representative via email that an abs-10011 acp syringe leaked. This was discovered during a procedure. No further information was reported. Additional information received on 4/17/2023: this was discovered during a prp injection on (B)(6) 2023. The syringe leaked blood and had to redraw. Another abs-10011 acp kit was used to complete the case. The leak was in an open field, but no one came in direct contact with it due to wearing personal protective equipment.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to excessive pressure used when drawing back the syringe.